Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device showed all three icons (charge-pak, attention and service wrench) in the readiness display. During device evaluation, physio observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly and charge-pak had been damaged by a lack of battery maintenance. From the downloaded device data it was observed that the charge for the device's internal hybrid layer capacitor (hlc) batteries had dropped to 6.79 volts on (B)(6) 2011. The hlc batteries, designators bt1 and bt3 on the analog pcb assembly would no longer hold a charge, and could not be charged above 1 volt. Physio determined that the cause of the reported issue was due to the hlc batteries, designators bt1 and bt3 on the analog pcb assembly being damaged by lack of maintenance. The device was out of warranty; the customer approved of having physio discard the device for them.